Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired. Functionally the reload was loaded into a pmv representative instrument and was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic total nephrectomy procedure, as the surgeon was dividing the renal artery, the stapler was fired across the renal artery. It appeared to fire normally, but there was bleeding noted right away. No staples were dispensed from the device, which resulted in an incomplete staple line. The surgeon did not see any staples in the cavity. He tried to get the bleeding under control but was unsuccessful. The surgical staff were unable to give the patient a blood transfusion due to religious beliefs. The patient coded on the operating room table and they were unable to revive her.